Manufacturer narrative:
Customer stated they possessed two inovents, one giving a pressure fault and the other failing calibration. Eval summary. The device summary is as follows: numerous calibrations were performed as well as numerous pressure and leak tests. Neither failure was re-producible. Device passed all testing with no faults found. The root cause is user error. The user failed to make the inomax inlet quick connection between the cylinder pressure gauge and the back of the inovent device to delivery gas. Follow-up action includes user training.

Event description:
A (B)(6) male born on (B)(6) 1960 has a past medical history of coronary artery bypass graft (CABG) surgery (B)(6) ago, mitral valve replacement in 2002, and extracorporeal membrane oxygenation for (B)(6). On (B)(6) 2010, the pt's oxygen saturation was decreasing during valve repair surgery in the operating room and he was doing very poorly. The pt was to be started on inomax at 40 parts per million (ppm) for the treatment of low oxygen saturation. The respiratory therapist (rt) was setting up inovent (B)(4) and was unable to calibrate the machine. The rt stated the inovent alarmed low no2 and read low point calibration with a reading on the gauge. The rt spent 10-15 minutes trying to get the inovent to work before switching to inovent (B)(4) (second inovent device). With the second device, the rt stated it was not pressurizing. She then was aided by another rt who troubleshooted the device. He found the inomax inlet quick connection not connected from the cylinder pressure gauge to the back of the inovent device and got the second inovent device to work. Once pt was started on inomax, his oxygen saturation went up. The pt's decrease in oxygen saturation resolved and has 100% oxygenation with ongoing treatment of 40 ppm of inomax. The rt deems the delay in treatment severe, life-threatening, possibly related to the inovent and not related to inomax.